Event description:
Reporter stated that there was condensation in the insulin cartridge compartment of the pt's device (this occurred on day of report and day prior to report). It is unknown whether the condensation was insulin, water, or other. Reporter stated that device's piston rod appears to go to one side. No error messages were generated by device. Pt did experience high blood glucose (454 mg/dl) -- no treatment was received.